Event description:
It was reported that a volume discrepancy occurred and the patient felt like she was not getting "her drug". It was indicated during the patient's first refill after implant that the actual residual volume (arv) 19.2ml was greater than the expected residual volume (erv) 3.8ml. It was indicated that further trouble-shooting was being considered. It was later confirmed that the patient was not receiving therapy and the pump was replaced. The health care provider (hcp) did not believe that the patient's catheter was disconnected. The patient's outcome was noted as recovered without sequela. The drugs delivered via pump were clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4). Results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found. The pump passed all non-destructive testing. (B)(4).